Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 567 mg/dl. Customer reported that they also experienced low blood glucose levels. Customer's blood glucose reading was 58 mg/dl. Customer reported that the pump is not delivering insulin. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is expected to return.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, current test basic occlusion, occlusion, prime and excessive no delivery test. Pump was programmed the date/time and with multiple bolus wizard deliveries and monitored. All bolus delivered completely with their indicated amount and were properly recorded in the bolus history screen with the correct time and date setting noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.